Manufacturer narrative:
(B)(4). Visual analysis of the returned device found the side car-rx torn at the proximal and distal end. Furthermore, the side car-rx presented pushback out of specification. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the side car-rx was torn. The pushback and torn side car-rx could cause difficulty in tracking the device over the guidewire and into the papilla. Per event information, the issue was noticed during the procedure and while inside the patient. Therefore, the most probable root cause is "operational context." The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a removal of bile passage stone procedure performed on (B)(6) 2016. According to the complainant, during the procedure, upon manipulating the catheter to grasp the stone, the side car-rx (guidewire port) was torn. The trapezoid basket became unusable and was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed a reportable event based on the investigation results; side car-rx pushback.